Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. A review of the device history record shows that lot released with no recorded anomaly. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2006. Medical records note that a revision procedure has been indicated due to pain, elevated metal ion levels, effusion, bursitis, metallosis, and posterior soft tissue collection; however, no revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.